Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault, capacitor voltage fault) was confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 102. The cause for the failure was isolated to a shorted c19 capacitor on the computer/analog pca. The root cause for the shorted c19 capacitor could not be positively identified. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving discharge profile faults and capacitor voltage faults.